Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. Review of the lot history did not produce any findings relevant to this report. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that the attached event is reportable as a "product problem (malfunction)."

Event description:
The physician attempted closure of an arteriotomy site with the starclose device following a diagnostic procedure. The device was deployed,but the device became stuck in the groin. The vessel locator button was released and the safety release button was depressed, but the device could not be removed. After several attempts, the device was pulled out of the patient and the clip was visible at the end of the device. Hemostasis was achieved with compression. There was no reported patient injury.